Event description:
During a cataract extraction procedure, the surgeon reported that while attempting to perform a vitrectomy, none of the cutters available would function. The surgeon elected to leave the vitreous strand in the eye and implanted the intraocular lens. The pt did not experience any complications and is reported as doing fine.

Manufacturer narrative:
No service requested on the machine. Vitrectomy cutters were forwarded to the manufacturer for inspection.